Manufacturer narrative:
The device was discarded and could not be evaluated. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A tcar procedure was performed and a dissection of the left common carotid artery occured with the enroute arterial sheath. Fluoroscopy was not used in placing the sheath. Two additional stents were used and the dissection was contained as confirmed with an angiogram. The procedure was completed without further incidents.